Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6)2009. According to the complainant, the patient received a vaginal burn. Additional attempts have been made to obtain follow up event details with no success.

Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 22, 2009. According to the complainant, the patient received a vaginal burn. The patient was given an unspecified cream. The patient's condition was reported to be "normal/stable."

Manufacturer narrative:
Additional information received on (B)(4), 2012. The patient was given an unspecified cream. The patient's condition was reported to be "normal/stable."

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.